Event description:
Revision of corail stem the medical reason for being revised was a failed asr cup and the stem had come loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.